Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, it was noticed that the shoulder was hot to touch. The werewolf ablator and cautery wand was still in the port but not being used. It was hot when it was took it out (crackling sound was noted as it was pulled out of the port). The werewolf console was set on medium during the case and the temperature read at 48 degrees, no alarm was set off. The surgeon felt the wand did not shut off when she finished ablating meaning that it was activated without any button being pressed. It is unknown how the procedure was finished or if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.